Event description:
Customer was hospitalized with high bgs. It was stated that spouse gave a manual injection of 30u. Hour later bgs still remained high. Customer was disconnected from the pump. A replacement pump was requested. Additionally, alarm histories showed several low reservoir alarms. Customer was not sure if their doctor will keep them on pump, or md may increase the dose or change the insulin to novolog. Customer had an open-heart surgery a few weeks ago.